Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced a low blood glucose of 52 mg/dl on (B)(6) 2025. The user treated the low with carbohydrates while remaining on ilet insulin therapy. No symptoms, external assistance, or medical intervention occurred.